Manufacturer narrative:
(B)(4).

Event description:
It was reported "several hours after insertion of the catheter, the user was unable to flush from the distal lumen. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient occurred." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material were observed in the skive holes. Visual analysis did not reveal any obvious defects or anomalies of any kind. The overall length of the catheter measured 314mm, which is within the specification limits of 307mm - 327mm per the catheter product drawing. The outer diameter of the catheter measured 2.41 mm, which is within the specification limits of 2.39mm - 2.49mm per the catheter extrusion graphic. The outer diameter of the proximal extension line measured 2.15mm, which is within the specification limits of 2.13mm - 2.21mm per the proximal extension line extrusion drawing. The inner diameter of the proximal extension line measured 1.47mm, which is within the specification limits of 1.42mm - 1.50mm per the proximal extension line extrusion drawing. The outer diameter of the medial extension line measured 2.17mm , which is within the specification limits of 2.13mm - 2.21mm per the medial extension line extrusion drawing. The inner diameter of the medial extension line measured 1.45mm, which is within the specification limits of 1.42mm - 1.50mm per the extension line extrusion product drawing. The outer diameter of the distal extension line measured 2.17mm, which is within the specification limits of 2.13mm - 2.21mm per the distal extension line extrusion drawing. The inner diameter of the distal extension line measured 1.47mm, which is within the specification limits of 1.42mm - 1.50mm per the extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal, medial, and proximal lines flushed as intended. No resistance was experienced when flushing the distal, medial, and proximal extension lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, " do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a blocked extension line was not able to be confirmed by investigation of the returned sample. The sample met all relevant visual, dimensional, and functional requirements, and a device history record review based on a potential lot from sales history did not reveal any relevant findings. Each extension line flushed as expected during lab testing of the returned device. Based on the customer report and the sample received , no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "several hours after insertion of the catheter, the user was unable to flush from the distal lumen. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient occurred." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "several hours after insertion of the catheter, the user was unable to flush from the distal lumen. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient occurred." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".